Event description:
Customer reported that IV set separated at the y site near the end, where the tubing attaches to the syringe. Stated the white part separated from the blue part. No pt harm reported, no additional event details available. The IV administration set was received. Investigation is on-going. A f/u report will be filed upon completion of the investigation.

Manufacturer narrative:
.